Event description:
It was reported that the tube would not maintain a cuff pressure and kept deflating. The pt was re-intubated.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device, or the lot number.